Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately five years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately five years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in patient¿s medical records confirmed the patient was revised approximately 5 years post-implantation. Revision operative report notes evidence of metallosis in the synovial fluid, metallosis on the trunion, and metal debris within cystic cavities in the acetabulum. The femoral head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical product - biomet m2a magnum acetabular cup catalog#: us157852 lot#: 935600, biomet m2a magnum taper adapter catalog#: 139258 lot#: 317000, biomet taperloc femoral stem catalog#: 103201 lot#: 590380.

Manufacturer narrative:
H6: component code mechanical (g04) ¿ head. Upon visual inspection the head has damage to the face and debris inside of the taper. There is scuffing to the od of the head. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The following section was corrected. Corrected: final summary. Reported event was confirmed based on medical records. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.